Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). One device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed a high-pressure alarm occurred during pump power-on or operation. Functional testing was performed but the reported issue could not be replicated. The root cause was determined to be a possible defective downstream sensor or cassette product. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, g5, d4: UDI unknown.

Event description:
The device exhibited a high pressure occlusion alarm. No adverse patient effects were reported by the customer.